Manufacturer narrative:
Concomitant medical products: 4068 lead, implanted (B)(6) 1997.

Event description:
It was reported that right ventricular (rv) lead defibrillation impedance had gradually increased and was described as high. The patient was to undergo defibrillation threshold testing and the lead remains in use. No patient complications have been reported as a result of this event.